Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's insulin pump began to beep that it was dying, and the customer replaced the battery. His blood glucose was 116 mg/dl. The customer stated that the insulin pump said to finish rewinding the cannula and it took awhile for the light to come on. During troubleshooting, the battery indicator did not show less than two bars. The customer stated the history in the insulin pump did not match up with what he saw. The customer stated he did not feel the insulin pump history was accurately documenting the alarms. The customer could not complete troubleshooting as he became sleepy. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.